Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during visual inspection of the device no apparent damage could be observed. An investigation of the returned device was performed, and mentor could not uncover a device failure that could be connected to the reported medical symptoms. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2020, mentor also became aware that the date of surgery was(B)(6) 2020, and right side device lot number was also 264544 as per device received. Information under section d has been updated on this form. On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: adverse event and chest injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent unspecified breast surgery with a 250cc mentor smooth round moderate profile on the left side and with an unknown size unknown saline implant on the right side at an unknown date. The patient fell on stairs and suffered chest injury. The mammogram showed left side implant deflation. As a result, the patient underwent bilateral explantation and replacement with catalog number: 3502250; serial number: (B)(4) on the left side and with catalog number: 3502250; serial number: (B)(4) on (B)(6) 2020. This report is for the patient¿s right-sided device.